Event description:
It was reported that bd alaris smartsite needle-free valve was occluded. The following information was received by the initial reporter: "before puncturing a patient's IV indwelling needle, the nurse attaches a needleless airtight infusion connector to the indwelling needle and exhausts it with prefilled saline and finds that the needleless airtight infusion connector doesn't push when exhausting with prefilled saline, and there is no way to exhaust it".

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
3. It cannot be vented during the venting phase, and the liquid cannot be pushed after the syringe connector is connected 4. The product is stored at room temperature 5. Infusion set brand: jierui, national machinery approval 20173144239, model: air inlet d3 7. There are no obvious defects in the appearance of the product 8. The infusion connector is a screw connection 9. Removing the defective product allows normal infusion, ruling out other problems with blocked tubes.

Manufacturer narrative:
Investigation result: two 2000e china samples from lot 24015646 were received for investigation, in which the customer has stated: "before puncturing a patient's IV indwelling needle, the nurse attaches a needleless airtight infusion connector to the indwelling needle and exhausts it with prefilled saline, and finds that the needleless airtight infusion connector doesn't push when exhausting with prefilled saline, and there is no way to exhaust it." As part of the investigation, the customer also provided one wego IV set to assist the investigation. A visual inspection of the wego product found no flash or any deviation to the male luer tip. The returned smartsite samples were subjected to functional testing by attempting to prime using the returned syringe, which confirmed the customer's experience as a complete blockage was identified. This was also replicated using a bd plastipak 50ml syringe from bd stock. The details of this feedback were forwarded to the manufacturing site for investigation. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion at the smartsite of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. They confirmed that the incorrect amount of fluorosilicone was likely due to a fault within the assembly machine during manufacture of the affected smartsite. A review of the production records for lot 24015646 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Since the manufacture of the reported lot, the automatic assembly machine has been repaired to ensure the fluorosilicone is being correctly dispensed into each smartsite; furthermore at the start of the assembly process the manufacturing operative will continue to measure whether a sufficient amount of fluorosilicone is being injected. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china set in the past 12 months.